Event description:
Initial total protein result of 3.8 g/dl. Repeat of same sample recovered 5.3 g/dl. Same sample repeated again, recovered 5.1 g/dl. No results were reported. No pts adversely impacted. The field service rep determined the cause was related to an intermittent pipetting problem. The instrument was repaired. Performance check tests were performed and within spec. The user does not report any add'l occurrences since the field service rep was on site.